Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient has had known chronic driveline faults and a previous splice. The patient was having ongoing driveline fault alarms. Log files were reviewed and they confirmed capture of the driveline fault alarms. These events had not affected the functionality of the motor.

Event description:
Additional log files from 30oct2024 to 06nov2024 continued to capture driveline fault alarms throughout the event history, and these also did not affect the functionality of the motor.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section g2: report source corrected. This event was determined to be supplemental information, and the investigation findings will be covered under MFR #: 2916596-2024-06363 no further information was provided. The manufacturer is closing the file on this event.